Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer's usb cable and wall adapter became hot to touch and melted while plugged into a power source to charge the pump. The customer's blood glucose (bg) level was 233 mg/dl. A replacement cable and wall adapter was sent to the customer to address the issue. The customer reverted to an alternate method of insulin delivery.